Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of 500 mg/dl and diabetes ketoacidosis. It was noted that the customer took the insulin pump off that night prior to the hospitalization. Customer stated that they will call back to troubleshoot. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.